Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarm noted during testing. No unexpected pump error 25 noted in the long trace or pump history. Pump error 63 alarm confirmed in the pump history and during self test due to broken trace on the keypad assembly. Unit was received with stained and faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.